Event description:
Rep reported that a micro-sensor was implanted in the emergency room and explanted later that day in the operating room as a result of leakage. Monitoring was discontinued after the device was removed. Please also see MDR report 1226348-2010-00215 for a second event regarding the same patient.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.